Event description:
It was reported that after a right hemicolectomy procedure, the mesentery of the small bowel appeared quite tethered. About 10cm proximal to the palpable mass, the terminal ileum was divided using the device. The mass originating from the terminal ileum did extend down into the mesentery; the entire area was excised en bloc. Specimen was removed, hemostasis checked and no bleeding present.the device was used to create a side-to-side functional end-to-end anastomosis. Lumen was identified and there appeared to be good hemostasis. The enterotomy was closed with four babcock clamps. The device was used was used to close off the enterotomy. The apices of the staple line were inverted using 3-0 vicryl sutures. The apex of the staple line was reinforced with 3-0vicryl suture as was the anti-mesenteric side of the staple line with 3-0vicryl.

Event description:
Additional information: unknown if jaw was inspected between firings. Unknown if there were any issues with previous loadings or firings. Unknown if the anvil jaw and cartridge jaw were rinsed between firings. The malformed staples were detected visually. Device was not fired across a staple line or staple lines. No buttressing material was used. The device was used. Multiple attempts were completed in order to obtain additional event and patient information, but no more information has been received.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Information anticipated, but unavailable at this time. The anastomosis appeared intact, no necrosis or ischemia evident. However, on the fifth day post-op, the patient appeared quite septic. A laparatomy was performed and a small defect measuring less then 0.5cm was discovered at the final enterotomy staple line. A definite mucosal breach was evident. A second anastomotic defect was encountered along the back wall of the first part of the staple line. The bowel around the staple line appeared to be healthy; however, there appeared to be a break in the staple line. Staples appeared to be a bit everted as the sharp edges of the staples could be palpated along the staple line itself. Anastomic leak resulted in laparatomy with bowel resection, creation of end ileostomy. Patient was quite septic with inadequate respiratory drive and had to be intubated and sent to ICU. Problem presented post-surgery. Patient was stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Device was not returned unknown if jaw was inspected between firings. Unknown if there were any issues with previous loadings or firings. Unknown if the anvil jaw and cartridge jaw were rinsed between firings. The malformed staples were detected visually. Device was not fired across a staple line or staple lines. No buttressing material was used. The device was used.